Manufacturer narrative:
(B) (4). The ge service rep booted the system with a debug monitor, and an error message displayed on the debug monitor was cmos error. He removed and replaced the cmos battery, and set cmos values to correct setting listed in the single board computer replacement procedure. He removed all foreign debris from circuit card assembly. Booted system through several boot cycles to ensure proper boot. The system booted to patient information screen and no errors were displayed during boot cycle. He attempted to fluoro with the hand controller, hand controller not operational, foot switch operates as intended. He replaced the hand switch, test operated system. The system was able to produce fluoro with both the hand and foot switch. The system operates as intended.

Event description:
The customer reported that the system won't boot up. No patient injury was reported.